Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon popped. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k): k141521, k141597. The device was returned for detailed analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that it had been subjected to positive pressure. According to the mustang specification, the rated burst pressure for this device is 24 atmospheres. The returned device was connected to an encore inflation unit. During testing, positive pressure was applied, and leakage of di water was observed from a pinhole in the balloon, located approximately 1mm distal to the distal markerband. A visual inspection of the markerbands revealed no abnormalities. Additionally, a combined visual and tactile examination of the shaft showed no kinks or damage. Similarly, no damage was identified on the tip through visual and tactile assessment.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified vessel. A 6.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During inflation, the balloon popped. There were no patient complications as a result of this event.